Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during the investigation, a review of the black box showed evidence of one cs064 alarm. The call service alarm cs064 was duplicated while performing the pump¿s load step. Further testing was unable to be completed due to the call service alarm. Unrelated to the original complaint, moisture was visible in the display. The pump case was found to be cracked near the top right corner of the display. A leak test was performed and found the pump to leak at the crack in the case. The pump was opened, and moisture damage was found on the printed circuit board. The call service alarm was found to be caused by the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.